Manufacturer narrative:
(B)(4). Unknown as information was not provided. Expiration date: unknown as lot# is unknown. Similar to device under 510(k) k073374. MFR # unknown as lot # is unknown. Summary of investigational findings: no product or information regarding the product is available. The images show that the filter is tilted. We are not able to determine if the filter has a normal configuration. One filter leg may have perforated vena cava, but the visible leg outside the free lumen merely indicates a tenting situation. A tenting situation is when vena cava filters distort the vessel lumen so that the anchoring points of the filter appear outside the free lumen. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter didn't deploy. Temporary failure to retrieve filter. Additional information received 07apr2011: filter deployed with no problems. When patient was brought back for filter removal it was noted that there was some strut penetration through the ivc wall. The clinical decision has always been to leave filter in situ and not to risk retrieval going wrong. Patient outcome: unknown.